Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the device was returned for evaluation. Visual inspection was performed, and the dso seal was found to be bubbled. Functional test was performed - found out that the pump doesn't recognize cassette. Procedures/instruments used for testing: g:01840-cz, pwi-10019249. The customer's indicated failure was confirmed and replicated, and the root cause was traced to the faulty dso sensor. The dso seal, dso sensor, and dso bezel were replaced to correct the reported problem. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device didn't recognize the cassette anymore. There was unknown patient involvement and unknown patient harm/adverse event reported.